Manufacturer narrative:
Investigation summary. Received the following: three (3) used. List #b1479, 8" smallbore ext set w/0.2 micron filter, clamp, luer lock; lot #unknown. One (1) used. List #unknown, extension set; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned samples were tested and met product specifications. A device history review could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that, on an unknown date, an 8-inch smallbore ext set w/0.2 micron filter, clamp, luer lock, alleging a leak during patient use. It was reported that the filter was leaking and happened three different times about 2 weeks ago. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.